Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing a "thumping" on the left side of their chest approximately two weeks post implant of the cardiac resynchronization therapy pacemaker (crt-p). It was determined to be phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.